Manufacturer narrative:
(B)(4). D4: batch # u5ar78. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: it states misfired at proximal end. Did this cause a leak? Yes. Were the donuts intact? No, one of the donuts was not intact. Was the washer heard and broken on firing? Do you mean the click at the firing? Yes, this was felt and heard. What did they do to remedy the situation? We converted the laparoscopic procedure to an open procedure, found the point of anastomotic failure and oversewed it. We then formed an ileostomy. Did they use another ecs29a after the event? No. Was the patient defunctioned after the event? Yes what were the indications for surgery? Reversal of hartmann's. Previous hartmann's procedure for perforated diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. What surgical procedure was performed? Reversal of hartmann's (colostomy). What was the surgical assistant¿s experience with the device? Used multiple times previously. Where in the gap setting scale was the indicator located when attempting to remove the safety? Lower third of the green gap setting (as in closer to the end of the handle) where in the green gap setting scale was the indicator located during to firing (low-b, middle-b, or high-b)? Low-b as above. Did the healthcare professional wait 15 seconds after closing the device and then re-tighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Was a complete transection of the white breakaway washer visually confirmed? Can you further describe the shape of the staples? Usual appearance. What is the current status of the patient? Recovering in hospital. Any changes to patient's post-op management? Patient has had an ileostomy formed to protect the anastomosis which was would not have been formed if the stapler had not malfunctioned. The patient will require another operation to reverse the ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent 1. Was a complete transection of the white breakaway washer visually confirmed? 2. What technique was used to perform the purse string on proximal colon?

Event description:
It was reported that the gun misfired at proximal anastomosis.